Event description:
A dialysis facility reported that they smelled smoke in the treatment area and noticed that one of the machines displayed a 24v error. The machine was pulled from the treatment area and an orange flickering flame was noted through the vents. The machine was moved outside and the fire was extinguished. There was no pt involvement.